Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 46 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the glucose tablets. Customer's blood glucose value was 46 mg/dl at the time of the incident. Customer's current blood glucose value was 88 mg/dl. The customer stated that at night customer had low blood glucose level of 46 mg/dl, and 54 mg/dl, and 62 mg/dl. The customer stated she had low blood glucose and was having difficulty calibrating during these episodes. Customer declined to troubleshoot for low readings. Customer also mentioned that she had high blood glucose level as well, and wanted to know what to do about the pump going into a gray exit auto mode type mode. Customer treated high with bolus. The product was not returned for analysis.